Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7 sensor and an inset 23-inch, 6 mm infusion set after a complete supply change; the glucose rose after a meal that included peas, chicken, and crackers with peanut butter, peaked at 305 mg/dl, and remained above target for approximately eight hours before trending down without use of backup therapy or ketone testing. Symptoms included elevated blood glucose without acute complications. Outcomes included no medical intervention, no hospitalization, and no reported immediate health effects. Investigation included a review of the event details and device use context. Investigation of this case revealed no reported device alarms or malfunctions and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.